Event description:
Customer reported poor image quality and the x-ray on light is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray on lamp. Blemish in images is caused by the image intensifier, customer has not yet decided on repair.